Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit result on a (B)(6) male patient that came out of heart surgery. Patient was on dopamine patient. The patient was given one unit of blood based on the I-stat1 results. There is no further patient information at the time of this report. The customer states that the hct difference between the I-stat1 and the lab instrument is 16.4%. Time: 10:58 am, method: lab, hct: 34.7, hb: 12, sample: unk; 10:59 am, I-stat1, 29, 9.8, unk. At the time of this report, there were no other injuries associated with this event. Preliminary testing on customer returns and in-house retains shows that lot w12275 is performing to specification. However, apoc believes that an adverse event ocurred in the patient recieving and unecessary transfusion of one unit of packed cells based on the I-stat result of 29. Note: the customer states that transfusing patients at the institution occurs when the hg is <8.0. There are other factors that go into the decision to transfuse. At this time there is no factual data as to if or why the patient was transfused on the I-stat hemoglobin result of 9.8. The investigation is underway.

Manufacturer narrative:
(B)(4).